Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a shocking sensation in their back with stimulation; the patient met with a manufacturer representative who did an adjustment which stopped the shocking sensation. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.